Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported blood glucose results of 8.1 mmol/l on compact plus system, 19.9 mmol/l on mobile system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.